Event description:
Additional info received from customer noted no vitrous loss. Additional viscoelastic used to prevent vitreous prolapse into anterior chamber. Stated there was no patient injury, but felt this could cause injury if it recurs. Prognosis reported as excellent.

Event description:
Reporter noted doctor had three posterior capsule tears in two days. Felt these were due to I/a tip. Changed out all tips in five trays to a new lot number. No further problems reported. Patient 1 of 3: status unknown.